Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva closed IV catheter system was incorrectly packaged/sealed. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: eighteen (18) unused units were returned in sealed packages inside of a dispenser from the lot number 7214627. One unused unit was returned in a partially opened package from the lot number 7214627. The samples were inspected and one partially opened package was observed. Visual/microscopic assessments were completed on all returned samples. For the 18 representative samples, the needle covers were not protruding out of the sealed packages. The partially opened package was found to have the needle cover through the seal of the package creating an incomplete seal. The top portion of the needle cover had been ¿sliced¿ off. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: the cause of the defect was a part in the seal area. A part can enter the seal area during the packaging process.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system was incorrectly packaged/sealed. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.

Event description:
It was reported that a bd nexiva closed IV catheter system was incorrectly packaged/sealed. The device was not used and there was no report of injury or medical interventions.